Event description:
The manufacturer received information alleging the screen turned completely dark, and an alarm occurred when the start button was pressed in the standby mode. There was no harm or injury reported, no drop in the spo2 or difficulty in breathing. The device was not in patient use, as the patient is trying to maximize the time they can be off the ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error relating to backlight in display failed was discovered. The technician recommended replacing the device's display interface board to address the issue. No further investigation is required at this time. Additional findings not related to the malfunction/issue, an abnormal noise was confirmed, so the blower assembly was replaced. The silver border around the buttons was peeling, so the vanity cover assembly was replaced. A periodic maintenance 1 was performed. The air inlet foam filter was replaced to prevent failure. Final test, battery check, valve check, running test, cleaning was performed, and normal operation was confirmed. Software was updated from 1.06.06.00 to 1.06.10.00.